Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
A piece of plastic from tampon-applicator removed-vagina [foreign body in reproductive tract]. Irritation-vaginal [vulvovaginal discomfort]. An extra piece of plastic inside of tampon applicator-removed [device physical property issue]. A piece of plastic from tampon applicator left behind [device breakage]. Consumer contacted via e-mail and stated that an extra piece of plastic was inside of the tampon applicator; the entire applicator came out as it normally would and his/her daughter had a piece of plastic from the tampon removed at urgent care. No serious injury was reported.